Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged an inaccurate delivery issue with the pump. The patient had a blood glucose of 420 mg/dl/ with lethargy and extreme drowsiness. During troubleshooting customer support (cs) found no potential causes of an inaccurate delivery issue: time/date were correct, basal and bolus histories were as expected. This complaint is being reported based on the allegation that inaccurate delivery resulted in hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 7/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings:no defect found. The last bolus delivery was a 0.25u bolus on (B)(6) 2016 at 19:24. The black box shows a loss of prime on (B)(6) 2016 19:52; deliveries never resumed. The black box shows a loss of prime related to a cartridge change on (B)(6) 2016 08:31; deliveries resumed at 08:43. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or alarms occurred during the investigation. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.